Manufacturer narrative:
The reported event of incorrect measurement was not confirmed, device not triggering replacement alert at eri level was confirmed. The pacer was received with battery voltage at elective replacement indicator (eri) level. Eri was not triggered when battery reached eri level due to eri trims programmed at 2.52 v. Electrical and mechanical analysis performed under nominal conditions indicated normal functionality with normal data measurement. Longevity assessment was performed, based on average drain current, and the device exceeded projected longevity indicating normal battery depletion.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented remotely via merlin.net. Transmission revealed that the pacemaker exhibited diagnostic anomaly. No intervention was performed. There were no patient consequences.

Event description:
New information received noted that the pacemaker was explanted and replaced. Patient status was not known.

Manufacturer narrative:
Further information was requested but not received.

Event description:
New information received noted that the patient was in stable condition.